Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead is corroded and device battery is low. Boston scientific technical services (ts) referred patient to clinic. This lead remains in service. No adverse patient effects were reported.